Event description:
It was reported that there were telemetry issues with the pt's neurostimulator. The device was found to be at end-of-life and did have some unspecified impedance issues. The device was replaced. See MFR report # 3004209178201005368 for replacement neurostimulator issue.

Manufacturer narrative:
(B)(4).